Event description:
A failure code 703. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed. Customer stated incident occurred during biomed testing.